Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product and confirmation from the physician has been requested. No additional information is available at this tim reason for reoperation: rupture.

Event description:
Patient reports right side "leakage of the implant". It is unknown if the device has been explanted.